Manufacturer narrative:
H6. Evaluation results - visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon inserted an aq5010v silicone three piece lens, and the leading haptic tore off. The lens was removed with no pt injury. This is the second of two lenses used for this pt - see MFR report #2023826-2006-01717. The reporter stated the pt will come back at a later date to have another three piece lens implanted.